Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text: shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized in the intensive care unit due to the elevated blood glucose levels. The patient was treated with unknown ivs. The patient was admitted into the hospital for 8 days. No further information was provided.